Event description:
The customer reported that the flip-flop brake handle is broken. The flip-flop will not hold.

Manufacturer narrative:
The ge service rep removed and replaced the flip-flop handle. The flip-flop brake now holds. The system tests and checks out ok.